Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the device ran irregularly and excessive pressure was built up. There was no harm for patient, operator or third party reported. Update avoe 05-apr-2022: it was confirmed that the error occurred during an arthroscopic refixation surgery. It was further reported that no clamp test was performed before the usage of the device and an error message was displayed during the device failure. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. The following tubing was used with the device: ar-6430, ar-6425 and ar-6420.